Manufacturer narrative:
D.4: product identifiers is unknown. G.4: 510(k) # is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that no assessment for product, therapy, or procedure relatedness was made by the investigator, sponsor, or cec in this case. The primary issue identified concerns the subject¿s 6-month visit, during which the investigator did not confirm that all cst alliance eligible implanted devices appeared stable and secure. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that the patient has completed recent updated x-rays, which show fracture of the l5 pedicle screws at the shaft. Remarkably, he has no back pain, no leg pain, and he reports strong, full strength in his dorsiflexion. There was no allegation against the spacer.